Manufacturer narrative:
Correction: h6: eval code conclusion code: d14 was updated/corrected to d12. Device code a13 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the patient¿s pump was flipping (it was located in her right abdomen). The doctor moved the pump to the patient¿s flank (left flank) on the date of this report. The catheter was from 2004 so he decided to replace it completely today with an 8780. The pump segment was explanted, and the partial amount of spinal segment was left implanted (the hcp tied it off). It was noted the patient also wanted the pump replaced since the hcp was already going to open the pockets. The patient was happy to have the system replaced and the pump moved to her flank. The customer refused return regarding the pump and catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury¿. The patient¿s weight and medical history were asked and would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the patient stated their communicator could not locate their pump. Patient stated that they last tried to connect yesterday. Patient confirmed that the communicator was charged. Patient services (ps) had patient confirm that bluetooth was on and that location was on. Patient then placed the communicator over the pump and reported no pump found. Patient reported getting 'not found' and 'no pump found' despite pressing 'switch communicator,' resetting the communicator, closing/reopening myptm app, holding communicator on skin and 1/4 inch off of skin, and laying on their back while connecting. Pt confirmed communicator has been charged daily, and it had not been wet/dropped. The patient stated they 'technically' don't have any oral pain meds due to this. Patient stated they had been having issues with their external equipment since receiving it last wednesday. Patient mentioned that they have had issues with a pocket filled with fluid around their pump and that it had been drained twice at their healthcare provider's (hcp) office recently. Patient stated they had been "fighting this for almost 2 months" then "7 weeks". Patient also mentioned that their anchors were no longer attached, but that they could still feel the pump. The issue was not resolved and the patient was redirected to their hcp to further address the issue. Additional information was received from a healthcare provider (hcp) reporting that the patient did not have any recent weight loss that may have contributed to pump movement. The cause of the patient's pump movement was undetermined. It was reported that the patient had been referred to an hcp for revision of "das".

Event description:
Additional information received from a patient indicated that after 5 months of fluid around their pump, their doctor had determined the catheter was tied off. The patient stated that the issue was resolved and stated that they now had 2 personal therapy manager (ptms) and asked if both could be paired to their pump. The agent reviewed that only one ptm could be paired at a time due to safety reasons. The patient stated that they had an appointment next week with their doctor and will ask if they can use the extra ptm they received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.